Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned for evaluation. Upon investigation the electrode belt was unable to communicate with a monitor. The belt was received in bio-hazardous condition with signs of feces contamination. Due to the presence of the hazardous condition, the belt could not be investigated invasively for the safety of our employees. There is no alternative but to scrap the belt. The root cause of the belt being unable to communicate with a monitor was unable to be positively identified due to the bio-hazardous condition of the device. Device manufacture date: monitor: 05/10/2016. Belt: 04/10/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. Review of the patient's download data revealed that the patient received one inappropriate treatment on the date of passing in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. The patient was in sinus bradycardia at 30 bpm at 13:03:04 on (B)(6) 2021. The patient's rhythm slowed to severe bradycardia at 10 bpm, which then degraded to asystole. The patient received the inappropriate treatment at 13:50:58. The patient's rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. The device was shutdown at 14:13:37.